Event description:
It was reported a patient experienced peritonitis manifested by not feeling well coincident to peritoneal dialysis (pd) therapy. The patient was hospitalized for the event (length of stay was unknown). The cause of peritonitis was unknown. The patient was treated with an unknown antibiotic intravenous (IV) (dose and frequency unknown). While hospitalized, the patient's pd catheter was removed and the patient was switched from pd therapy to hemodialysis. At the time of this report, peritonitis was ongoing and improved. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lots will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).